Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. It should be noted that per the mitraclip g4 system instructions for use (IFU) it states: warning: do not use the mitraclip g4 system after the ¿use by¿ date stated on the package label, and never reuse or re-sterilize the system. Use of expired, reused, or re-sterilized devices may result in infection. Based on the information reviewed, the reported user error was due to the user error using an expired clip delivery system (cds). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the device was used past the expiration date. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, reducing mr to <1. It was noted one of the implanted clips was expired. There was no issue with the devices during use and no adverse patient effects experienced. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.